Event description:
It was reported that there was no pacing output, no telemetry, and no magnet response. The patient's heart rate was in the 40s. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.